Event description:
It was reported that a shaft break had occurred. The issue occurred during a percutaneous coronary intervention of a 90% stenosed, severely calcified and severely tortuous lesion located in the left circumflex. The 10mm x 2.00mm wolverine coronary cutting balloon was initially inflated to a pressure of ten atmospheres for forty seconds. The device was then removed from the patient without issue. When attempting to reinsert the device to perform a second dilation, the device separated outside of the patient's body. As the separation occurred outside the patient, there was no fragment left inside the patient's body. The physician described that they did not feel any resistance during the procedure, so they were not able to provide what may have caused this to occur. The procedure was completed successfully with a different device without any patient injury.

Manufacturer narrative:
Age at time of event - 18 years or older. Device returned to manufacturer: the wolverine was returned and analysis was completed. A visual and tactile examination identified multiple severe kinks along the hypotube of the device. A complete break was noted in the hypotube of the device 190mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon material was tightly folded and did not appear to have been subjected to positive pressure. A visual and microscopic examination was performed on the balloon material and no damage or any issues were noted. A visual and microscopic examination identified no damage or any issues with the tip, markerbands or blades of the device, all blades were present and fully bonded to the balloon material.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break had occurred. The issue occurred during a percutaneous coronary intervention of a 90% stenosed, severely calcified and severely tortuous lesion located in the left circumflex. The 10mm x 2.00mm wolverine coronary cutting balloon was initially inflated to a pressure of ten atmospheres for forty seconds. The device was then removed from the patient without issue. When attempting to reinsert the device to perform a second dilation, the device separated outside of the patient's body. As the separation occurred outside the patient, there was no fragment left inside the patient's body. The physician described that they did not feel any resistance during the procedure, so they were not able to provide what may have caused this to occur. The procedure was completed successfully with a different device without any patient injury.